Manufacturer narrative:
A philips remote service engineer (rse) contacted the customer biomedical engineer (biomed). The reported issue was confirmed. Because of this issue, the biomed ordered a replacement iv2-flex I/f; standard system I/f board. A replacement board was sent to the customer under contract. Based on the information available and the testing conducted, the cause of the reported problem was a faulty system board. The reported problem was confirmed. The customer ordered a replacement device to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. Box e: reporting institution phone #: 02 47 47 47 47 reporter phone #: (B)(6).

Event description:
Philips received a complaint on an intellivue mx400 patient monitor indicating that the screen freezes when the network is connected. The device was not in clinical use at the time the issue was discovered. No adverse event or harm was reported.